Event description:
It was reported that after a hemicolectomy procedure, the staple line created by the device, which had been checked by the surgeon with no anomalies found, failed. Peritonitis developed and a second surgery was required to perform a "stomy."

Manufacturer narrative:
(B)(4). Information unavailable. The device was not returned. Additional information provided: were the anvil halves correctly aligned? Yes. Was the tissue distributed evenly within the jaws of the device? Yes. Was the tissue repositioned? If yes, was the alignment/locking lever in the intermediate position? No. Did the surgeon wait the recommended 15 seconds after closing and before firing the device? Yes. Is it possible that the tissue was located past the stapling start indicator mark? No. How was the staple line checked by the surgeon? The staple line was perfectly normal. When was the staple line defect detected (time after the first surgery)? When did the second surgery took place? Ten days later. Is it a temporary stoma, if yes is the revision already planned? A temporary stoma was performed on patient. How thick was the tissue, the instrument was fired on? Standard. On what tissue type was the device used? What was the quality of the tissue? Ileocolic tissue. Normal quality. What were the patient's pre-op diagnosis, did he/she suffers from cancer, morbus crohn or colitis ulcerosa? Malignant neoplasm. If applicable, does the patient have a history of receiving radiation or chemotherapy or a relevant history of surgical treatments? No. What is the current status of the patient? Hospitalized in rehabilitation center. Is there any other additional information you would like to share about this device, procedure, patient or physician? No. How long has the surgeon been using this device for this procedure (in years)? 5 years.